Event description:
The user facility reported that the involved angio-seal device would not click in. Patient was in stable condition.

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned hence a return product evaluation or assessment was unable to be performed. The device was confirmed to be manufactured by terumo medical corporation. Without a lot number, the device history record cannot be reviewed. It is likely that the component connection between the sheath and locator was impaired. The complaint can be confirmed for the reported issue of sheath and locator connection. Without a sample, a definitive root cause assessment was unable to be made.